Manufacturer narrative:
During inspection and testing of the subject device, the insertion tube coating was found to be peeling off due to deterioration. In addition, service found a pinhole in the forceps channel, the bending section cover was chipped, there was insufficient angulation due to a stretched angle wire, there was a forceps insertion failure due to a deformed channel, the light guide tube was scratched, and the connector was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a broken insertion tube. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling from the insertion tube). There was no report of patient or user harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mechanical stress such as friction and chemical attack by deprecated chemical solutions. Olympus will continue to monitor field performance for this device.